Event description:
It was reported to philips that there was a start-up problem with the allura system. After two restarts, the system was back to normal. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, there was communication error with the generator. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was presenting an error. Analysis of the system log file showed that there was power fluctuation and therefore the high voltage generator restarted, causing communication with the machine to fail. During troubleshooting, the rse found that there was a communication error with the generator. The customer restarted the system twice. After restarting the system, the system was returned to use in good working order. The codes were updated based on the investigation outcome.